Event description:
Caller reported that pump screen was dark and would not turn on. There was no adverse impact to customer's blood glucose level. Technical support instructed caller to ensure pump was not connected to a power source and to press the center button firmly, which did not resolve the issue. After plugging pump into a known working power source, the screen turned on, displaying the option/bolus home screen. Customer confirmed pump shutdown was due to not charging the battery. Technical support educated caller on post-shutdown procedures, including resetting insulin and bolus settings, restarting cgm sessions, and reloading cartridge. Battery maintenance tips were provided, and caller acknowledged this guidance.